Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual 3.8 inspection of the endoscopic system - inspection of the instrument channel and forceps elevator ·operation manual important information ¿ please read before use - precautions ·operation manual 3.6. Inspection of ancillary equipment ·operation manual 4.3. Using endotherapy accessories reprocessing manual 5. Reprocessing the endoscope (and related reprocessing accessories). Reprocessing manual 7. Reprocessing endoscopes and accessories using an aer/wd. During the device evaluation, service found minor scratches on the distal end cap (c-cover). The objective lens and light guide lens were chipped. Per the legal manufacturer, this issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified therapeutic procedure, a stent was stuck in the instrument channel of the subject device. There was no patient or user injury reported due to the event. Further details were not provided.